Event description:
Caller states the pt tested 5.8 inr on the coaguchek xs system and 3.8 inr on a comparison lab. Coumadin was held based on device result and subsequently reduced after lab returned. No adverse event reported. Requested return of suspect system and replacement was sent.